Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The gas module was calibrated and the mixer was set to zero.

Event description:
The hospital reported that the amount of anesthetic agent being delivered was higher than expected. There was no reported patient injury.